Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water overflowed to an inspiratory tube when an mr290v vented autofeed humidification chamber was connected to a water bag. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected and connected to a water bag to test for float operation. Results: no physical damage was observed during visual inspection. When connected to a water bag, the chamber filled normally and stopped filling to about 5mm below the maximum water level line. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v humidification chamber. Our investigation confirmed that both the primary and secondary floats were functioning correctly.